Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but was reported to be unknown. Section g4: the rt269 infant evaqua2 breathing circuit for sle6000 series ventilators is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in the united kingdom that an rt269 infant breathing circuit generated a 'low pressure fault' alarm on an sle6000 ventilator during patient use. Upon inspection, the duckbill in the device's swivel was found to be missing, which would result in a gas leak. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but was reported to be unknown by the customer. Section g4: the rt269 infant evaqua2 breathing circuit for sle6000 series ventilators is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Section h11: method: the subject rt269 infant evaqua2 breathing circuit and additional information were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation as it had been discarded by the healthcare facility. Visual inspection of the provided photograph confirmed that the duckbill was missing. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, f&p healthcare's investigation was unable to determine the cause of the reported issue. All rt269 infant evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt269 infant evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in the united kingdom that an rt269 infant breathing circuit generated a 'low pressure fault' alarm on an sle6000 ventilator during patient use. Upon inspection, the duckbill in the device's swivel was found to be missing, which would result in a gas leak. There was no reported patient harm.